Event description:
In a call to our technical support, it was reported that the hospital biomed stated that repair work on a ventilator has been ongoing for some time. The biomed explained that during troubleshooting many printed circuit boards have been swapped. Furthermore, the biomed stated that there were multiple issues and many error codes. The biomed downloaded the logs and sent them. There was no patient involvement. (B)(4).

Manufacturer narrative:
Information of what prompted the repair has not been received. However, the logs that were received contain several alarms that include error codes indicating dc power error codes. Further information surrounding the event has been sought. A supplemental medwatch will be sent when the investigation is completed. (B)(4).